Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. Per gore excluder aaa endoprosthesis instruction for use (IFU), the gore excluder aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in pts diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy as described below: proximal aortic neck angulation <=60 degrees.

Event description:
On (B)(6), 2010, the pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. It was reported that the proximal neck angulation was 90 degrees and the curved portion was at the joint part between pxt and pxa. Final angiogram showed slight proximal type 1 endoleak, and the physician decided to take a wait-and-watch approach. On (B)(6), 2012, follow-up CT revealed persistent proximal type 1 endoleak. The physician placed an add'l device at the prox neck, but the endoleak persisted. Another device was implanted, but an angiogram showed the endoleak still persisted. The physician decided to take a wait-and-watch approach. The pt tolerated the procedure.